Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt still hears well, but his hearing sensation is affected in a way, that every time a re-fitting is necessary. It seems that there was new growth of tissue around/over the reference electrode.